Event description:
It was reported that the patient experienced a cylinder aneurysm on a cxr inflatable penile prosthesis (ipp) implanted on 2015. During the procedure the existing ipp was removed and replaced with another company device. No more information available at the moment. Should additional information become available, it will be provided.